Event description:
It was reported that following a laparoscopic low anterior resection, the surgeon used cdh29a to do end-end anastomosis. For the first firing, he found that the staple didn't form perfectly then the stapler line was leaked. So he decided to re-operate and the result was not good again. The surgeon found some of staple did not form to b shape as he corrected in a little bottle for you. He had to suture over the area that the staple did not form. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.